Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's shuttle purge failed and had low pressure. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected field- d4 (UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse the in-house biomed replaced fuse, pcb motor controller, power supply charger, pressure transducer, pneumatic component to resolve the errors. Ran all the tests in accordance with the manufacturer's specifications. All tests are within range updates. Fat evaluation-the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat)- vacuum fitting, pressure transducer, absolute fuse, 10a, pcb, motor controller, pwr sply/chrgr w/o ext dc inpt, pwr sply/chrgr w/o ext dc inpt. These parts were received with a reported unit failure message of recovery time is too high, purge fail(autofill) and power issue. The failure analysis and testing dept. Performed a visual inspection of all parts received and following parts looks to be in good condition-pressure transducer, absolute, fuse, 10a, pcb, motor controller, pwr sply/chrgr w/o ext dc inpt. The following parts were not in good condition for investigation-vacuum fitting (verified broken). This probably cause of high recovery time and purge fail(autofill). Fuse, 10a (checked and verified the fuse was blown/open). Pwr sply/chrgr w/o ext dc inpt (checked and verified the battery fuse (30a) was blown/open) and found dusty inside of power supply. Due to battery fuse (30a) blown of power supply, the fat dept. Cannot investigate the power supply further, the further investigation causing harm to the cs300 test fixture. Installed the following parts into the cs300 test fixture and tested to the factory specifications per the cs300 service manual. -pressure transducer, absolute pcb, motor controller, pwr sply/chrgr w/o ext dc inpt. The failure analysis and testing dept. Could not verify the failure message of recovery time high, purge fail(autofill) and power issue for following parts. Both parts passed testing-pressure transducer, absolute, pcb, motor controller. The failure analysis and testing dept. Verified the failure message of power issue for following part. Unit was not turned on. Power supply failed testing-pwr sply/chrgr w/o ext dc inpt. Retaining following parts in the fat dept. As per procedure-vacuum fitting, pressure transducer, absolute, fuse, 10a. Sending following parts to the supplier for further analysis as per procedure-pcb, motor controller, pwr sply/chrgr w/o ext dc inpt. Parts no longer able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number.